Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2014-00909 and 2134265-2014-00899. It was reported that automatic pullback failure occurred. The target lesion was located in an unspecified vessel. During percutaneous coronary intervention, the motor drive unit was used in conjunction with an opticross coronary catheter to visualize the lesion. It was noted that the motor drive unit was unable to perform automatic pullback. There was no sterile cover found stuck between the connection of the mdu and sled. The connection between the motor drive unit and the sled were checked and it were connected firmly. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.